Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 100 mg/dl due to lack of supplies. Customer wearing the pump at time of hospitalization. Customer advised to call when she put the battery in because she will get some battery alerts. The device will not be returned for analysis.